Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was unknown. The customer was admitted to the hospital. The customer cause of hospitalization was she did not have infusion set. The doctor gave needles and prescription for long lasting insulin. Customer was wearing the pump at time of hospitalization. The customer was able to perform the high pressure test and the result was no delivery. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up concerning high blood glucose.